Manufacturer narrative:
D9 - date returned to manufacturer: 7/13/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have logged the alarm "no disposable/will not run" 14 times in the ehl. The pump had a damaged/lifted downstream occlusion (dso) sensor seal. The pump also alarmed "no disposable/will not run" when the cassette was attached during no disposable alarm (nda) testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor seal, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had no disposable/would not run error. The device malfunction did not occur while in use on a patient. There was no patient involvement and no patient harm/adverse event reported.